Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal renal artery, with heavy calcification. Pre-dilatation was performed with a 2 x 20 rx voyager. The guide wire was changed and the 3 x 20 rx voyager was advanced; however, significant resistance was met. The voyager balloon was able to cross the lesion, and inflated two times at nominal pressure. During removal of the 3 x 20 rx voyager, significant resistance was felt, and the distal portion of the catheter separated in the patient. The separated portion of the catheter was retrieved with a goose neck snare. The procedure was abandoned, and the renal artery was left at ballooning only. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: iron man. Guide cath: verrpath mp. Sheath: 6f short. Evaluation summary: analysis of the returned product noted blood visible in the balloon and inflation lumen and on the entire length of the catheter, consistent with a separation while in the patient anatomy. The balloon was loosely folded. The shaft was separated 2.5cm distal to the guide wire exit notch, confirming the reported separation. The material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload. The separated portion was returned. The entire length of the guide wire exit notch was torn and extending distally, for a length of 2.5cm. The material at the tear was jagged. There were multiple kinks and bends throughout the entire length of the hypotube. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the rx voyager was used in the heavily calcified renal artery, which likely contributed to the reported difficulties. It should be noted the rx voyager instructions for use (IFU) states: the voyager rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion or balloon dilatation of a coronary artery occlusion for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Possible causes for difficulty of removing a dilatation catheter after inflation may include: interaction of the balloon with the anatomy, the balloon not being fully deflated prior to attempting to remove the balloon, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. In this case, it is possible the balloon was not fully deflated prior to the attempt to remove the catheter, resulting in resistance with the lesion. As resistance was encountered, if the catheter and guide wire were manipulated in the attempts to remove the catheter, this would contribute to the shaft ultimately separating as the tearing of the guide wire exit notch appears to be a result of an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. It should be noted the IFU states: if there is resistance, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Incidentally, since the kinks and bends noted to the hypotube were not reported in the incident information, the damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A conclusive cause for the resistance removing the catheter could not be determined; however, the shaft separation appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.